Manufacturer narrative:
(B)(4) g2: australia h3: product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to tibial was subsiding. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10: medical device: articular surface medial congruent (mc) catalog # 42512100413 lot # 64473223. H3 other text : not returned by hospital.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to tibial was subsiding. Attempts to obtain additional information have been made; however, no more is available.